Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an internal helium leak. It is unknown under which circumstances this event occurred. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the o-ring was in pieces. The fse replaced the o-ring and then observed that the iabp unit stopped leaking. Subsequently, the fse ran the iabp unit through a full manifold check and observed that the iabp unit failed on the fill manifold. The fse re-calibrated the iabp unit and re-tested, but the iabp unit still failed on the fill manifold. The fse ordered a new manifold and ordered the customer a loaner iabp unit. The fse returned at a later date and installed the fill assembly but observed that the iabp unit was still leaking slightly. The fse ordered a replacement helium line and would return to the customer site once the part was obtained. The fse returned and installed the new helium tubing from the reservoir to fill assembly but still observed a leak. The fse decided to escalate the issue to a senior technician. The fse then returned to the customer's site at a later date with the senior technician who helped in replacing the helium hose adapter connector from the input of the rear of the transport module. After the helium hose adapter was replaced, there was no further leak observed. The fse then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.